Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, extrusion, and recurrence. It was reported that the patient underwent a cystoscopy and revision/removal of mesh on (B)(6) 2010 due to recurrent pelvic organ prolapse. It was reported that the patient underwent the concurrent procedures of a total laparoscopic hysterectomy and a laparoscopic uterosacral ligament fixation for recurrent pelvic organ prolapse. It was reported that the patient underwent a total hysterectomy on (B)(6) 2010. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.